Manufacturer narrative:
(B)(4). The customer reported condition of does not work was confirmed as failure code 38. The force sensing resistors were found to be inoperative/defective and were replaced to resolve the issue. If additional information is received a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that does not work. Upon further investigation, the reported condition was confirmed as failure code 38. It is unknown in which care area and the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available.